Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the leads and device were prominent and superficial on the skin. The pocket was revised and the device was implanted subpectorally from a subcutaneous position. The lead remains implanted. Patient was fine after the event.